Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned catheter noted blood and contrast visible on the shaft, in the inflation lumen and in the loosely-folded balloon, which is consistent with handling and the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter when fluid leaked from a pinhole in the balloon located 2 mm proximal to the distal shoulder, confirming the reported rupture. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. The account confirmed that the balloon was not soaked prior to using the device. It should be noted that the trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Not soaking the balloon prior to using the device may have contributed to the noted damage and balloon rupture. Peeling of the material in the fold is most consistent with material processing or incorrect preparation from use. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Scanning electron microscopy (sem) determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The balloon exhibited a leak at a fold near the proximal end of the distal marker. The sem analysis also noted two radial flaps of peeled material in a fold located approximately 90 degrees radial to the leak. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The balloon material was likely damaged (scratched) from an interaction with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. Additionally, a sampling of units is destructively tested to verify the rated burst pressure and balloon integrity. A review of the lot history record did not find any related nonconforming material records related to this incident. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture and noted damage appear to be related to operational context of the device and not a product quality deficiency.

Event description:
It was reported that the mini trek burst at 12 atmospheres with the first inflation in the moderately calcified mid right coronary artery target lesion. The entire device was completely removed from the patient. The mini trek was not submerged in heparinized saline prior to use; however, negative pressure was applied for 15 seconds outside of the patient anatomy prior to use. There was no resistance during advancement or retraction in the target lesion. There were no adverse patient effects. A 2.5 x 8 voyager nc was used to complete the procedure without further incident. There was no additional information provided.